Event description:
(B)(4) study. Same case as MDR ID 2134265-2012-03276, MDR ID 2134265-2012-03278. It was reported that after a percutaneous coronary intervention treatment procedure, the patient experienced a myocardial infarction. The target lesion #1 was located in the 1st diagonal with 80% stenosis and was 40 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with pre-dilatation and placement of overlapping 2.5 x 38 mm and 2.5 x 20 mm taxus element stents with 0% residual stenosis. The target lesion #2 was located in the ramus with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.7 mm. The target lesion #2 was treated with direct stenting using a 2.75 x 16 mm taxus element stent with 0% residual stenosis. Post index procedure, the subject had elevated troponin values and a myocardial infarction was reported. The subject did not experience ischemic symptoms. No action was taken to treat this event. No electrocardiograms are available for this subject. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(4). Date of birth: (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).